Event description:
The catheter was implanted in a young girl. After two years, the girl developed symptoms of problems. X-ray inspection showed a ruptured/broken catheter. The neurosurgeon reported that microscopic inspection showed imperfections.